Event description:
Reportedly, during needle plunger removal from the body of the device, no suture was present on the needles.

Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger removal from the body of the device, when the suture was pulled taut, the entire suture pulled out from the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator of the device was reportedly trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The estimated date of the event, which was reported as occurring three weeks ago from (B)(6) 2011.

Manufacturer narrative:
(B)(4). Correction to describe event or problem. Reportedly, during needle plunger removal from the body of the device, when the suture was pulled taut, the entire suture pulled out from the vessel has been corrected to reportedly, during needle plunger removal from the body of the device, no suture was present on the needles.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed dried blood on the device and the presence of slack on the link indicating that the device was inserted into the patient. The lever was activated to deploy the foot, but the needle plunger remained in the pre-deployed position, which did not match the reported product experience that during needle plunger removal, when the suture was pulled taut, the whole suture pulled out from the vessel. During testing, the needle plunger was reinserted resulting in appropriate anterior and posterior needle-to-cuff capture. The product experience can occur when not enough tissue is captured during needle plunger deployment, when the device is deployed outside the artery, and if the operator applies excessive pressure on the suture while attempting to advance the knot. The device performed according to specifications and the investigation did not detect a manufacturing or quality deficiency. A possible cause for the reported experience could not be determined. There does not appear to be any indication of a lot specific product quality deficiency. A review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and its investigation findings. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.